Manufacturer narrative:
Complaint investigation is in process. Since lot number is not available, expiration and manufacture date have been left blank.

Event description:
Customer reported there were 12 realtime sars-cov-2 positive results that have been reported and questioned by the physician. The samples were being re-tested at the time of the call. The amplification curves of the results were reviewed after questioning. The customer stated that upon reviewing, the amplification curves appeared flat, as if noise was called as a result. There were 6 patient samples each from two different runs performed on (B)(6) reported as questionable results. The customer stated that after the questionable results were re-tested, all resulted as negative. The customer tested the same patient sample specimen as in the first run. All true positive results from the affected runs were re-confirmed. The lab staff reviewed numerous previous runs and were not able to locate another instance of a call which did not appear as a true amplification curve. The customer stated that the incident was questioned by the lab supervisor and other managers. Patients are affected by not being able to return to work. However, no impact to patient management was reported.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result logs for the runs in question were reviewed. Runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510272 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510272 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510272. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510272 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510272 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510272 was not identified. Lot number, expiration date and date of manufacture have been added.